Manufacturer narrative:
Corrected data: section h6: health effect - impact code: as part of an internal review of our mdrs it was identified that the code 4631 - removal and replacement provided on the initial report needs to be corrected. Code 4631 is no longer applicable. The correct impact code is 4627 - removal. Health effect - clinical code 4581 was inadvertently not addressed in section h10 for incomplete treatment. Therefore, it is captured in this supplemental filing. The following section has been updated accordingly: section h6: health effect - impact code: 4627 removal. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Note: acknowledgement 2 for this report was received on 9/22/2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On 10/18/2022 esg responded requesting to resubmit the MDR. Therefore, this report is being resubmitted on 10/19/2022.

Manufacturer narrative:
Ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. Manufacturer telephone number: (B)(4). The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon had placed intraocular lens (iol) into patient's left eye, however, the lens was cut out during the same procedure due to anatomy issue that the bag failed and there was no support. Surgeon believes that even though the patient posed no apparent pre-existing condition before surgery, patient anatomy and/or pre-existing condition may have both played a role in the patient's bag failure. In addition, surgeon also believes that the "sticky nature" of the lens may have also contributed to the popped capsule. So it was also possible that the placement of the lens contributed as well. There was no other injury to the patient. Vitrectomy was performed and the patient was left aphakic. The patient was disappointed but well post-operation. No further information was available.